Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr detached. The target lesion was described as "very tight" and was located in the ostial right coronary artery. The 2.0mm rotablator rotalink plus burr was successfully platformed during preparation outside the patient. The burr was advanced to the lesion and several ablations were performed at a rotational speed of 150,000-160,000 rpms. During ablation the burr detached from the drive shaft of the rotalink plus unit. The detached burr remained on the unspecified guide wire and was withdrawn back into an unspecified guide catheter. The burr, guide wire and guide catheter were then removed from the patient as a unit. The detachment occurred at the end of procedure and no further ablation was required. The procedure was completed by implanting an unspecified stent. No patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr detached. The target lesion was described as "very tight" and was located in the ostial right coronary artery. The 2.0mm rotablator rotalink plus burr was successfully platformed during preparation outside the patient. The burr was advanced to the lesion and several ablations were performed at a rotational speed of 150,000-160,000 rpms. During ablation the burr detached from the drive shaft of the rotalink plus unit. The detached burr remained on the unspecified guide wire and was withdrawn back into an unspecified guide catheter. The burr, guide wire and guide catheter were then removed from the patient as a unit. The detachment occurred at the end of procedure and no further ablation was required. The procedure was completed by implanting an unspecified stent. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the rotablator rotalink plus bur was received for analysis. Visual inspection revealed that the burr was detached and present on the rotawire guide wire and that the distal portion of the coil was stretched. A portion of coil was still connected to the proximal end of the burr consistent with the coil breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).